Event description:
Information was received indicating that a smiths medical cadd-legacy pump's settings for the extra dose were incorrect. It was reported that the pump was set to 3.0ml per hour but should have been set to 3.0ml per twenty-four (24) hours. It was reported the pump settings were subsequently changed to 3.0ml per hour. No adverse patient effects were reported.